Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. It was further observed that the device would not run due to a damaged electrical control unit, had contact damage, and the mode switch resistance was too low. The reported condition was confirmed. The assignable root cause was determined to be due to component failure due to wear. UDI:(B)(4).

Event description:
It was reported that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger. It was further determined that the device failed pretest for general condition, check for function of the device, check oscillation frequency with frequency meter, and mode switch test. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If further information should become available, an additional report will be submitted accordingly.